Event description:
It was reported that the customer passed away on (B)(6) 2023, after potentially experiencing a hypoglycemic episode. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. Pump data is not currently available for review. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.